Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11apr2019. The manufacturer's technical services (ts) confirmed the reported issue. The customer was advised the process for the test has changed; off-set is not measured directly. The customer was recommended to re-test using sb86600200. The customer states the (preventative verification test) pvt was successfully passed using the service manual rev j + sb86600200 to address the reported problem.

Event description:
The customer reported air flow accuracy failed. Unit failing air flow at baseline. The device was not in use at the time of the reported event; therefore, there was no patient involvement. Event date not specified, estimate used.